Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0d84j, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported she was having problems with her device; she fell on some ice flat on her back in (B)(6) 2014 and it had not been working how it was supposed to be working to help her bladder problems. Her bladder problems had gotten worse than they were before the device. The patient also reported she had gotten shocked when going through metal detectors at stores and this only started happening after the fall. The patient saw her primary care physician (pcp) and they took an x-ray and said her lead appeared to be intact, but they did not have the equipment to perform a device check so she was looking for a new managing healthcare provider (hcp) who could perform device checks. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No information was provided regarding actions taken to resolve the shocking and loss of therapeutic effect. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.